Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1182888. D.4. Medical device expiration date: 10/10/2022. H.4. Device manufacture date: 6/12/2021. H.6. Investigation: this statement summarizes the investigation results regarding your complaint that alleges flu a results were positive when using kit (rapid detection of sars-cov-2 & flu a+b (material # 256088), batch number 1182888 and negative with a competitor's rapid ID kit (quidel quikview flu test). Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false positive results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ sars-cov-2 and flu a+b, one false positive result was obtained. Pcr testing was used to confirm the result was negative. Erroneous results were reported to doctors. The patient did not receive treatment as a result, and had no adverse effects/impacts. Eua#:(B)(4). The following information was provided by the initial reporter: "customer reports false positives with 256088." "On (B)(6) 2021, they used a new lot, #1182888, which produced one false positive... On (B)(6) 2021, pcr only, was the confirmatory test used." "1. How many specimens were discrepant (fp or fn)? 1. 2. What is the collection date and time for each discrepant sample? (B)(6) 2021. 3. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. 4. Was the patient(s) symptomatic when tested on the veritor plus analyzer? Y. 5. How the test is being used ¿ 6. Asymptomatic patients or dr. Recommended testing? N. 7. Did you visually interpret the result or did you insert into the analyzer to determine the result? Used device 8. Were the kit qc swabs tested and if so, did they pass? Y. 9. Was there patient impact as a result of the false result? Y. 10. If yes, were results reported to a medical doctor? Y. 11. If yes, did the patient receive treatment? N. 12. If yes, any adverse effect on the patient? N.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ sars-cov-2 and flu a+b, one false positive result was obtained. Pcr testing was used to confirm the result was negative. Erroneous results were reported to doctors. The patient did not receive treatment as a result, and had no adverse effects/impacts. Eua#: (B)(4). The following information was provided by the initial reporter: "customer reports false positives with 256088." "On (B)(6) 2021, they used a new lot, #1182888, which produced one false positive. On (B)(6) 2021, pcr only, was the confirmatory test used." " how many specimens were discrepant (fp or fn)? 1. What is the collection date and time for each discrepant sample? (B)(6) 2021. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. Was the patient(s) symptomatic when tested on the veritor plus analyzer? Y. How the test is being used ¿ n/a. Asymptomatic patients or dr. Recommended testing? N/a. Did you visually interpret the result or did you insert into the analyzer to determine the result? Used device. Were the kit qc swabs tested and if so, did they pass? Y. Was there patient impact as a result of the false result? Y. If yes, were results reported to a medical doctor? Y. If yes, did the patient receive treatment? N. If yes, any adverse effect on the patient? N."